Event description:
Red heart alarm with no pump motor sound on auscultation. Patient admitted and thoratec engineer came in for evaluation and spliced driveline. Patient also on inotropes and heparin while inpatient